Event description:
It was reported that high impedance was seen for patient. The patient was in the epilepsy monitoring unit and physician interrogated device where it was showing high impedance. Tc was told that at patient¿s last visit high impedance was seen. X-rays were performed however no anomalies were noted. The patient was initially implanted in 2000 and the original lead is still implanted. The patient was admitted to the epilepsy monitoring unit due to seizures and has been referred to neurosurgery. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient underwent surgery and the surgeon disconnected the lead and fluid was found in the generator header. The fluid was cleaned out of the header and the lead pins were wiped and then reinserted. A system diagnostics was performed which revealed within normal limits impedance.